Event description:
Elderly female with history of hypertension (htn) and atrial fibrillation,takes coumadin, and resent chest pain, shortness of breath and positive stress test. Procedure: percutaneous coronary intervention (pci) with rotoblation to right coronary artery (rca). The sion blue wire broke and uncoiled inside the patient in the distal rca. Wire was removed intact, echocardiogram (echo) performed and identified a small perforation to a small vessel which sealed on its own. Patient held in the unit for 30 minutes for observation then transferred to the floor. Additional echo done the same evening with no new findings and confirmed normal. No known further harm to the patient. Used a 1.5 over the wire balloon to exchange the rotofloppy wire for the sion blue wire. During this process, the products came out of the vessel and into the guide causing us to rewire the vessel. While using the sion blue to rewire the vessel, the wire prolapsed and was advanced to the distal part of the rca; noticing that the wire looked mangled in the pda, we did a contrast injection and noticed dye staining in the mid rca. We began ballooning the vessel and continued with the intervention while calling for a stat echo to check for pericardial effusion. Upon their arrival, the echo was done and determined to not have any fluid in the pericardium, so we placed 2 stents. The dye was still present angiographically, so the wire and guide were removed from the vessel and a final echo was done and confirmed normal. The patient was held in the unit for 30 min to ensure no decompensation and then transferred back to the unit with a repeat echo ordered for later that night to ensure no pericardial fluid present. Stat echo, repeat echo, overnight stay for observation. Manufacturer response for wire, guide, catheter, asahi sion blue (per site reporter). Will obtain when released.